Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely, review of transmission revealed multiple episodes of inappropriate automatic mode switch (ams) episodes. It was noted that the pacemaker (pm) was over-sensing far r-waves. No intervention was performed. The patient was stable.